Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a helium gas tank leak. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the unit was leaking helium from underneath the high-pressure helium regulator and the helium connection behind the fill manifold in the console. The fse replaced the high-pressure helium transducer, high pressure helium regulator and dual tubing lines for the helium supply/gauge, and tightened the helium fitting at the fill manifold. This resolved the leak. The unit passed all functional and safety tests to manufacturer specifications.